Manufacturer narrative:
(B)(4): a review of the black box history revealed that there were "no cartridge detected" alarms and no loss of prime issues. The rewind, load and prime steps were performed on the pump with no loss of prime issues. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of prime. The load cartridge step was performed at different insulin units on the pump with no alarms or warnings noted. The force sensor calibration was found to within specification. There were no defects found during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time; 2531779-03/24/2010-003-r.

Event description:
The reporter stated that the pump load step was not recognizing the cartridge until 100 units regardless of how many units were in the cartridge.